Manufacturer narrative:
Date of report received: 02 jul 2019. MFR received date: 01 jul 2019. Verified no flow passing the o2 solenoid valve , remote philips field service engineer (fse) advised to check o-rings at the o2 inlet, o2 filter, o2 solenoid valve and the o2 pressure transducer on the data acquisition printed circuit board assembly (da pcba) they also advised to apply krytox lubricant to all o-rings during installation. Customer reported they replaced the seals as suggest then retested the device and the unit passed the high pressure leak test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the high pressure leak test failed. There was no patient involvement. Event date not specified; estimate used.